Manufacturer narrative:
H10: h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review of the part found similar events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The IFU, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states that the products from our warehouse remain sterile after 20 years if the seals are intact. Based on our data it is highly likely that the product was sterile if the end-user¿s inspection of the packaging showed that the seals were intact and it is not expected to have an adverse impact to the patient or the procedure. It is the responsibility of the end-user to confirm the expiration and integrity of the product/packaging. There was a relationship found between the device and the reported event. The complaint was confirmed, and the root cause was associated with exceeded expiration of the device. Factors, which could have contributed to the complaint event, include use of device beyond the expiration date. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an acl and meniscal repair, two fast fix 360 that were used in the procedure, had expired prior to the date of the procedure. The expired implants were left inside the patient. No patient injuries or further complication have been reported.